Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 24 mmol/l. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. Customer's other blood glucose was 19.6 mmol/l, 33.0 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.